Event description:
The account stated smoke came from the back part of the architect i2000sr analyzer. The operator was instructed to turn off the architect i2000sr analyzer. No operator injury was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative (fsr) found the top part of the vacuum pump part was burned due to liquid spilling from the waste manifold onto the vacuum pump from a blocked waste outlet. The fsr replaced the vacuum pump. A product labeling review found the architect system operations manual and the I system service and support manual contain adequate information for the described issue. A historical/quality data review of 12 months of complaint documentation, and 12 months of part information did not identify any adverse trend of a vacuum pump issue, or an issue with smoking vacuum pumps. A service history review found no service history issues with i2000sr serial no. (B)(4). No additional complaints for vacuum pump or smoking issues were found to have been documented for i2000sr serial no. (B)(4) since the fsr serviced the analyzer and replaced the vacuum pump. A review found the safety hazards memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The complaint investigation information did not reasonably suggest a vacuum pump device malfunction caused this issue. The device is meeting performance specifications and performing as intended. No systemic deficiency or adverse trend of a vacuum pump issue was identified during this investigation.